Event description:
Pt with a history of a neck injury followed by c5-c6 surgery in 1999. About 6 months ago they began having severe neck pain that radiated down the right arm. An MRI showed an osteophyte causing some stenosis on the right side. The surgeon also felt he saw a broken screw on the MRI. In 2005 he took the pt to surgery for removal of the old hardware and a nerve decompression. During surgery, he noted a loose screw plus a broken corner screw. The surgeon removed all the broken pieces along with the old hardware. The pt tolerated the procedure well and was discharged to home the same day in stable condition.